Event description:
Reporter noted posterior capsule tear occurred while emulsifying at the iris plane and fragments began swirling below. Feels one of the fragments caused the perforation. Vitrectomy performed. Pt visual acuity is 20/25.